Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. The common and external iliac arteries were reported to be relatively small in diameter and severely calcified. It was reported that the stent graft was inadvertently deployed higher then intended and partially covered the renal arteries. The physician attempted to stent the renal artery; the guidewire was able to advance, however, the physician was unable to advance the stent delivery system into the renal artery. Since there was still flow to the renal arteries, the decision was made to not treat the renal artery and monitor the patient. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Intervention required) - evaluation results: occlusion, small in diameter and severely calcified iliac vessels. Stent graft was inaccurately delivered by the user.